Manufacturer narrative:
(B)(4). This lot was manufactured from june 6, 2013 to june 7, 2013. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a missing ¿tip¿. There was no patient involvement as this was identified before patient use. No additional information is available. This is report 1 of 2.